Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the connector on the expiratory limb of an rt380 adult dual heated evaqua2 breathing circuit was damaged. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua 2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed that the proximal connector on the expiratory limb was cracked. A lot check revealed no other complaints of this nature for lot 140813. Conclusion: we are unable to determine what may have caused the damage observed on the returned breathing circuit. All rt380 adult dual heated evaqua 2 breathing circuits are visually inspected and leak tested prior to being released for distribution. Any circuits that fail are rejected. This suggests that the reported problem occurred after the circuit was distributed. The user instructions that accompany the rt380 state the following: -"check all connections are tight before use." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." -"set appropriate ventilator alarms."